Event description:
The event involved a tego¿ connector as per report, staff aspirated and flushed both lumens easily but when removed the 10cc syringe from the venous side the tego looked to be ripped therefore staff changed it. There was patient involvement but no patient harm

Manufacturer narrative:
The device is available for evaluation. It has not yet been received. Additional contact information: (B)(6).

Manufacturer narrative:
One (1) used samples list #d1000 was returned for evaluation. As received a thread post damage and in general the silicone was observed to be torn in received tego, no mating device was returned for evaluation. Complaint of holes / cut/ torn can be confirmed. The damage observed is typical due to overtighten . According dfu statement - attach administration device or syringe by pushing straight into tego access device for infusion. When removing, apply the same clockwise turning motion. Do not overtighten. The device history was reviewed and no non conformities were found that would have led the reported condition on the complaint.